Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's implant was not working at all, further stating that their bladder was just as bad as it was before they got the device implanted. Patient stated that they increased stimulation several times and it did not seem to make any difference. Patient further stated that it was just not working. Patient stated all along since the implant they noticed it had not done any good, and they mentioned that it initially might have helped a little bit but it was just as bad as before. Patient noted that it was terrible and that had no change at all. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. Patient confirmed device was on 3.6v. It was noted that patient had the ability to change programs and /or adjust stimulation and they had already increased stimulation several times. It was reviewed that it takes time for the body to respond to therapy, and therapy expectations were reviewed at 50% reduction in symptoms. No falls/trauma were related to this issue. Patient was redirected to health care professional (hcp) to further discuss program change. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the implant not working at all was not determined; they were still adjusting the programming. The issue was not resolved.